Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00510. It was reported the patient has been receiving ineffective therapy. Multiple reprogramming attempts have been unable to provide resolution. Review of fluoroscopic imaging revealed the permanent leads were not implanted in the same location as the trial leads. In turn, the doctor has decided to perform surgical intervention to provide resolution.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00510. Follow up revealed the patient's leads were explanted and replaced with a single lead/different model. Effective therapy was restored post-op.